Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on (B)(6) 2020, the cgm reading was 54 mg/dl but her bg was 106 mg/dl. She called her doctor and was advised to contact emergency medical services (ems) due to the possibility of a hypoglycemic event, although no symptoms were reported. She was taken to the emergency room where she stated she was given fluids via intravenous (IV) therapy containing sugar water and insulin and admitted to the hospital. Her bg levels were then checked by hospital staff every hour, and the patient also monitored her readings through the dexcom display device. She was discharged after 2 days, in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.